Event description:
Pt's insulin pump delivered 3 boluses within 1 minute (1 unit, 7 units, 2 units). Per family's report, this was done independently by the pump and child did not press any buttons to deliver the boluses. This also happened on one other occasion. Boluses delivered by pump (not ping meter). No harm came to the child, but there was a potential for a severe low blood sugar, had the child not heard the boluses being delivered. He ate approx 150 carbs to prevent a hypoglycemic episode. Of note- prior to event, father was unable to access bgs in "fast facts", all info was from approx 1 month prior to event. Pump downloaded in clinic and no data available (no alarms/boluses, etc. But able to manually review). Animas sent the family a new pump and this was pained with the existing ping meter without issue. Now father had been able to see all bgs in "fast facts." Pump was returned to company for analysis. Dates of use: (B)(6) 2011.